Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that the buttons are jammed and not working anymore. Customer also got a battery out limit alarm. Customer stated that the up arrow might have been jammed when she was putting in her blood glucose and the numbers were scrolling. Customer took out the battery and it counted up and got stuck. Customer's blood glucose was 11.3 mmol/l this morning. Customer hasn't eaten anything today and is on a camping trip. Customer has insulin and stated that she was sweating and took the pump off before going into the river. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.